Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during surgery, the surgeon noticed that there was an air leakage with the device. He checked the device and discovered that the sealing unit was broken. The fragment was found in the patient's body and removed. The fragment found matched the missing part of the sealing unit.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the sealing units. First we investigated the first sealing unit. Here we found unknown impurities and visible damage. Additionally we made visual inspection of the first sealing unit without the locking ring ek002241. Here we found that the blinding protector ek00252 and universal converter ek002250 is not centered. Furthermore, we made a visual inspection of the blinding protectorand universal converter. Here we found unknown impurities. Next we investigated the second sealing unit. Here we found unknown impurites. Additionally we made a visual inspection of the second sealing unit without the locking ring ek002241. Here we found unknown impurities. Furthermore, we made a visual inspection of the blinding protector ek00252 and universal converter ek002250. Here we found unknown impurities. Next we investigated the third sealing unit. Here we found unknown impurites. Additionally we made a visual inspection of the second sealing unit without the locking ring ek002241. Here we found unknown impurities. Furthermore, we made a visual inspection of the blinding protector ek00252 and universal converter ek002250. Here we found unknown impurities. Batch history review: the device quality and manufacturing history records have been checked for the lot numbers and found to be according to specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. We assume that the visible damage was caused during the insertion of the instrument. There is the possibility that the not centered components were caused by an overload situation. No CAPA is necessary.